Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The patient was reported to have twiddlers' syndrome. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted body fluid in the lead lumen. Additionally, the lead body was twisted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. An attempt to insert a guidewire was made, however unsuccessful likely due to dried body fluid in the lead lumen. The clinical observation of dislodgement due to twiddler's syndrome was confirmed via visual inspection.